Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information provided on the patient profile form (ppf)indicated that the filter perforated outside the inferior vena cava (ivc) , all struts perforate the ivc, the filter has perforated into organs, one strut is in contact with the small bowel, the filter has tilted, and the patient experienced a right bundle branch block, poor circulation in my legs, cellulitis in both legs, liver cirrhosis, fatty liver, lower extremity swelling and experience stomach issues. The patient also reports that the device cannot be retrieved, although there has been no documented attempt to retrieve the filter. The patient became aware of the alleged failures approximately seven years and four months after the index procedure. Medical records reflect that five years and nine months after the index procedure, the patient had a medical history of obesity, chronic obstructive pulmonary disease, obstructive sleep apnea, deep vein thrombosis (dvt), pulmonary embolism (pe), hypertension, hyperlipidemia and the patient was being treated for a right lower extremity non-healing wound. The records were not clear as to when the events started. Information contained in the medical records showed multiple follow up visits to the physician¿s office for chronic complaints of chest pain, shortness of breath, lightheadedness and leg swelling with a non-healing right lower extremity wound. The filter implant procedure was not provided. Six years and ten months after the index procedure, records from a physician¿s office visit state that the right lower leg wound had healed. An EKG performed during that visit showed a right bundle branch block. Seven years and four months after the index procedure, records from a physician¿s office visit state that the patient had complaints of leg pain and leg swelling. It noted that the patient was being seen in the wound clinic for nonhealing lower extremity wound on the right side. Seven years and ten months after the index procedure, records from a physician¿s office visit state that the patient had complaints of chest pain. An EKG performed during that visit showed a right bundle branch block. Seven years, ten months and two weeks after the index procedure, records from a physician¿s office visit state that the patient underwent a nuclear stress test for complaints of chest pain, the results showed, an abnormal scan with moderate inferior wall defect, and normal left ventricular wall motion with an ejection fraction of 71%. Approximately eight years after the index procedure, the patient underwent a cardiac catheterization for complaints of recurrent chest pain, shortness of breath and a right bundle branch block. Results showed essentially normal coronary arteries. Eight years and four months after the index procedure, records from a physician¿s office visit state that the patient was noted to be recently diagnosed with cirrhosis of the liver. The patient also complained of swelling in the ankles and fatigue. Nine years and seven months after the index procedure, records from a physician¿s office visit state that the patient complained of bilateral leg swelling with a non-healing wound on the right leg. The patient did have a venous ablation performed on the left lower extremity on the past (the procedure date is unknown). Nine years, eight months and seven days after the index procedure, records from a physician¿s office visit state that the patient had a venous duplex scan of the right lower extremity performed. The indication for the scan was venous ulcers and prior closure of the right great saphenous vein. Results showed that the right common femoral, femoral and popliteal veins were patent. An incompetent perforator in the right calf with incompetent distal right great saphenous vein and an incompetent right popliteal vein. Nine years, eight months and eleven days after the index procedure, the patient underwent a computed tomography (CT) scan for an abnormal ultrasound and a history of liver disease, results showed, that the ivc filter is tilted medially at the superior end and posteriorly at the inferior end. The inferior end does contact the ivc wall. All the struts of the filter perforate the ivc up to 5 mm. One (1) anterior strut perforates the ivc anteriorly and contacts the surrounding small bowel. However, the results that were provided from the radiologist at the imaging facility where the test was performed do not make mention of the issues identified by an outside reviewer. The results indicated that the ivc filter is in place, there is decreased attenuation of the liver and enlargement, a normal pancreas, kidneys and adrenal glands, no evidence of dilated bowel, the small bowel has a grossly normal appearance. The overall impression was enlargement of the spleen with heterogenous enhancement and multiple nodules, hepatic steatosis, cholecystectomy and hysterectomy. Nine years, nine months and three weeks after the index procedure, the patient underwent a repeat CT scan for abdominal pain and nausea with a history of pancreatitis, results showed, that the ivc filter is tilted medially at the superior end and posteriorly at the inferior end. The inferior end does contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6 mm. One (1) anterior strut perforates the ivc anteriorly and contacts the surrounding small bowel. However; the imaging report from the facility where the CT scan was performed, does not mention the above findings. Results noted in the scan read by the radiologist at the facility note: no evidence for pancreatitis, diffuse fatty infiltrate of the liver, there is an ivc filter in place, a normal retroperitoneum, absence of a uterus, no acute inflammatory process, surgical clips in the gallbladder fossa consistent with a cholecystectomy. (B)(4). Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. Occupation: other, senior counsel, litigation. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to, tilting of the filter, perforation of all struts of the filter into the inferior vena cava wall up to 5 mm, anterior strut penetration of the inferior vena cava anteriorly with contact to the small bowel. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or images for review the reported event(s) could not be confirmed and a clinical determination made. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to ,tilting of the filter, perforation of all struts of the filter into the inferior vena cava wall up to 5 mm, anterior strut penetration of the inferior vena cava anteriorly with contact to the small bowel. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. (B)(4).

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter malfunctioned and tilted, with perforation of all struts of the filter into the inferior vena cava wall up to 5 mm, anterior strut penetration of the inferior vena cava anteriorly with contact to the small bowel. The patient has also reported poor circulation in the legs, cellulitis in both legs, lower extremity swelling and has experienced stomach issues. The patient also reports that the device cannot be retrieved, although there has been no documented attempt to retrieve the filter. The patient¿s pre-procedure medical history as well as the procedural details, including indication for the filter placement have not been provided. The medical records reflect that five years and nine months after the index procedure, the patient had a medical history of obesity, chronic obstructive pulmonary disease, obstructive sleep apnea, deep vein thrombosis (dvt), pulmonary embolism (pe), hypertension, hyperlipidemia and the patient was being treated for a right lower extremity non-healing wound. The records showed multiple follow up visits to the physician¿s office for chronic complaints of chest pain, shortness of breath, lightheadedness and leg swelling with a non-healing right lower extremity wound. Seven years, ten months and two weeks after the index procedure, records from a physician¿s office visit state that the patient underwent a nuclear stress test for complaints of chest pain, the results showed, an abnormal scan with moderate inferior wall defect, and normal left ventricular wall motion with an ejection fraction of 71%. Approximately eight years after the index procedure, the patient underwent a cardiac catheterization for complaints of recurrent chest pain, shortness of breath and a right bundle branch block. Results showed essentially normal coronary arteries. Eight years and four months after the index procedure, records from a physician¿s office visit state that the patient was noted to be recently diagnosed with cirrhosis of the liver. The patient also complained of swelling in the ankles and fatigue. Nine years and seven months after the index procedure, records from a physician¿s office visit state that the patient complained of bilateral leg swelling with a non-healing wound on the right leg. The patient did have a venous ablation performed on the left lower extremity on the past. A venous duplex scan of the right lower extremity was performed approximately nine years and six months post implant. The indication for the scan was venous ulcers and prior closure of the right great saphenous vein. Results showed that the right common femoral, femoral and popliteal veins were patent. An incompetent perforator in the right calf with incompetent distal right great saphenous vein and an incompetent right popliteal vein. At about the same time the patient underwent a computed tomography (CT) scan for an abnormal ultrasound and a history of liver disease, results showed, that the ivc filter is tilted medially at the superior end and posteriorly at the inferior end. The inferior end does contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm. One (1) anterior strut perforates the ivc anteriorly and contacts the surrounding small bowel. However, the results that were provided from the radiologist at the imaging facility where the test was performed do not make mention of the issues identified by an outside reviewer. The results from the performing facility indicated that the ivc filter is in place, there is decreased attenuation of the liver and enlargement, a normal pancreas, kidneys and adrenal glands, no evidence of dilated bowel, the small bowel has a grossly normal appearance. Approximately one month later, the patient underwent a repeat CT scan for abdominal pain and nausea with a history of pancreatitis, results showed, that the ivc filter is tilted medially at the superior end and posteriorly at the inferior end. The inferior end does contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. One (1) anterior strut perforates the ivc anteriorly and contacts the surrounding small bowel. However; the imaging report from the facility where the CT scan was performed, does not mention the above findings. Results noted in the scan read by the radiologist at the facility note: no evidence for pancreatitis, diffuse fatty infiltrate of the liver, there is an ivc filter in place, a normal retroperitoneum, absence of a uterus, no acute inflammatory process, and surgical clips in the gallbladder fossa consistent with a cholecystectomy. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and discomfort of the affected extremity. The skin of the lower legs can become thick, dry, and fragile. This may lead to ulceration of the skin - usually on the inside aspect of the leg just above the ankle. Cellulitis is inflammation of subcutaneous tissue. Risk factors for cellulitis include diseases that affect blood circulation in the legs and feet, such as chronic venous insufficiency and varicose veins, are also risk factors for cellulitis. Severe cellulitis infection may damage tissue around the lymph nodes or vessels. This may lead to scarring, increasing the risk of lymphedema. Some patients with cardiovascular diseases have a higher risk of developing lymphedema, such as dvt (deep vein thrombosis), venous leg ulcers, and varicose veins. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Fatigue, abdominal pain, and nausea do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to draw a conclusion between the reported events and the filter. There is nothing in the information provided to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.